Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer and inner helix length were within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited loss of capture. The lp was removed from the patient and a clot was removed from the helix but loss of capture and no current of injury persisted. The implant attempt was abandoned. The patient was in stable condition before, during, and after the procedure.